Manufacturer narrative:
The insulin pump alarmed failed battery test after battery installation due to corroded battery tube. Unable to verify vibrator anomaly due to failed battery test. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported that the insulin pump had vibration anomaly. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).